Event description:
This is regarding dexcom g7. I put in a date of (B)(6) 2025 only because this was the latest time my son put a new sensor on, but these things have had issues and inaccurate readings since we started using dexcom g7 in (B)(6) 2024. They either read way higher than actual blood sugar or way lower than actual blood sugar. They have sensor loss signals a lot as well. The way inaccurate readings causes issues because diabetics rely on the product to see where their sugars are and see if they need to take insulin or eat. Many people also have insulin pumps along with the g7 that automatically injects insulin depending on the g7 reading. This could be fatal for some. All of these issues need to be addressed so no one dies or winds up in the hospital. Unacceptable that these are on the market when they do not work as they claim they should. And dexcom only allows so many replacements each year, some sensors do not work and if dexcom says they won't replace one, either have no sensor or have to pay out of pocket which is very expensive. Insurance only covers 3 a month since they are supposed to last 10 days each sensor. Hearing there is also a shortage on them now as well. All needs to be corrected/addressed.